Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: not performed as no medical records were provided for review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: delta v-40 ceramic head 36/-5; cat# 6570-0-036 ; lot# 64440501 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to infection (rep reported that it is unknown if the infection was clinically confirmed or if the infecting microorganism was identified). Patient's liner was revised to the same catalog number, the head was revised to an lfit v40 head.